Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances on the defib and superior vena cava (svc) coils. The defibrillator was programmed off, but the pacing portion remains on, and the patient will continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.